Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('I had that problem from the pain meds too') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), tooth disorder ("yes teeth have issues since essure"), fibromyalgia ("she have fibro") and fall ("her having falling issues"). The patient was treated with surgery (hysterectomy essure removal). At the time of the report, the pelvic pain, tooth disorder, fibromyalgia and fall outcome was unknown. The reporter considered fall, fibromyalgia, pelvic pain and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: tooth disorder nos and pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: case became incident. Social media received events "her having falling issue and fibro" were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.